Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A photograph of the device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Sample evaluation: baxter received a photo of the sample for evaluation. The reported condition of a leak was confirmed via photographic evaluation. The leak was caused by broken tubing at the junction of the set cap. The root cause of the broken tubing was unable to be investigated as the actual sample was not returned for evaluation. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.

Event description:
Baxter (B)(4) received a report that an infusor had leaked "where it [tubing] connects with the body of the device" during storage. The device was filled with a solution containing desferrioxamine. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.